Manufacturer narrative:
Follow-up # 1: 10/01/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/14/2015 with the following findings: during a visual inspection of the keypad, no physical damage was noted. All of the buttons on the keypad were responsive to user input. The keypad cover was removed and no contamination was found. A leak test was performed and it was confirmed that the pump was leaking. During a visual inspection of the pump it was noted that the audio bolus button cover was missing. The pump case was open and moisture was observed on the audio bolus button connector. Additionally, the display was found to be dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all the keypad buttons were under-responsive. Allegedly, there was evidence of moisture in the pump's battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.